Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform, using a fully charged autopulse lithium-ion battery (sn (B)(4)), was deployed without issue, used on a patient and performed continuous compression for 10 minutes, then powered off. Following this, the paramedic immediately exchanged the battery and compression was resumed using the platform for an unspecified amount of time. There was no known patient consequence reported. No further information was provided.